Event description:
It was determined through follow up that this generator had been dropped. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that one bail cover was broken, one printed circuit board flex was creased, the ring was bent and the keyboard window was scratched.